Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the cartridge didn't close properly. The stomach opened. The doctor used another instrument to continue. The doctor had to take another stapler laterally. So a bit loss of tissue. The patient is ok after 3 days.